Manufacturer narrative:
The service engineer could not duplicate the reported issue but different malfunction was observed. The engineer evaluated the ventilator and replaced the top membrane. After servicing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The down arrow key was unresponsive and alarm led (light emitting diode) did not toggle on/off when the alarm silence/ reset button was pressed and immediately shutdown buzzer was silenced. The fault was isolated to top membrane. If information is provided in the future, a supplemental report will be issued.

Event description:
The biomedical engineer reported that prior to use the ht70 ventilator down arrow key was not functioning. Additionally, the service engineer evaluated the device and found the device had no audible alarm. The ventilator was not in use on a patient at the time of the reported event.